Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to the service department of olympus europe se & co. Kg (oekg) and checked the subject device. When the subject device was tested and worked with all endoscopes, even ent endoscope, enf-v3 but not worked only with the user¿s enf-v3 endoscope. After that ,the service department of oekg found that it was solved after the printed circuit board of subject device was changed. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the printed circuit board failure of the subject device which occurred by the accidental failure of components on the printed circuit board. Because the printed circuit board processes and outputs video signals. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was became a black screen in combination with ent endoscope, enf-v3 before the procedure. This malfunction only occurred in this combination with the subject device and ent endoscope, enf-v3. Each of devices worked and were no problem separately. There was no report of patient injury associated with this event.